Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test. The pump also gave an error alarm during the prime test due to a faulty force sensor. The pump was received with a missing end cap sticker, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump lost historical data and alarmed motor error, as well as another error alarm. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.